Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/ pelvic pain/chronic') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos". The patient's medical history included acute cholecystitis, hay fever, dysmenorrhea, unstable angina, cystitis, urgency urination, coughing, asthma, dyslipidemia, henoch-schonlein purpura, iron deficiency, peripheral neuropathy, skin rash, cystocele, fistula, cervical pap smear abnormal, left upper quadrant pain, otitis, anemia, ankle swelling, arthritis, blood in urine, constipation, diarrhea, eye pain, foot pain, hypertension, pain in extremity, numbness, sore throat, paresthesia, ovarian cyst, tonsillectomy and iud expelled. Previously administered products included for an unreported indication: implanon, mirena, pitocin and ciprofloxacin. Concurrent conditions included abdominal pain, left lower quadrant pain, right upper quadrant pain, urinary incontinence, primary nocturnal enuresis, stress incontinence, female, migraine without aura, headache, vitamin d deficiency, constipation, dyslipidemia, early satiety, gastroparesis, irritable bowel syndrome, nausea, multiple allergies (morphine sulfate tabs 2. Phenergan tabs 3. Bee sting 4, latex 5. Nuts 6. Mold 7. Trees 8. Weeds) and menometrorrhagia. Concomitant products included sumatriptan for migraine as well as fluticasone propionate (flovent), gabapentin, medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2012, ondansetron hydrochloride (zofron), paracetamol (acetaminophen) since (B)(6) 2012, salbutamol sulfate (proair hfa), sertraline and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)/ menorrhagia (heavy menstrual bleeding),"), depression ("depression") and anxiety ("psychological or psychiatric condition:mental anguish"), 19 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia and back pain had resolved and the depression, anxiety and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test, previously hsg reported with result now as per pfs confirmation test was not done. Plaintiff received treatment for events abdominal pain chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, general abnormal bleed and menorrhagia (heavy menstrual bleeding). Plaintiff received treatment for events pain,bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: essure device was successfully occluded. Pathology test - on (B)(6) 2018: a) uterus, hysterectomy with bilateral salpingo-oophorectomy: cervix: - benign cervical tissue without pathologic abnormalities, - no evidence of malignancy, uterus: - benign secretory phase endometrium with multiple benign endometrial polyps leiomyoma - no evidence of malignancy, fallopian tubes: - benign fimbriated fallopian tubes without pathologic abnormalities, - no evidence of malignancy, ovaries - benign ovaries with cystic follicles and a corpus luteum, - no evidence of malignancy.. Ultrasound abdomen - on (B)(6) 2012: 1 probable nephrolith on the left. Negative for hydronephrosis on either side. 2.distendec gallbladder with probable minimal slurge. No cholelithiasis , wall thickening, or tenderness over the gallbladder to suggest acute cholecystitis.. Ultrasound pelvis - on (B)(6) 2012: low position of the, iud device as described above,. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: anxiety,depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. New event :"did not have hsg performed following insertion of essure micro-inserts nos" was added.outcome of event : abnormal bleeding(vaginal) updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/ pelvic pain/chronic') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos". The patient's medical history included acute cholecystitis, hay fever, dysmenorrhea, unstable angina, cystitis, urgency urination, coughing, asthma, dyslipidemia, henoch-schonlein purpura, iron deficiency, peripheral neuropathy, skin rash, cystocele, fistula, cervical pap smear abnormal, left upper quadrant pain, otitis, anemia, ankle swelling, arthritis, blood in urine, constipation, diarrhea, eye pain, foot pain, hypertension, pain in extremity, numbness, sore throat, paresthesia, ovarian cyst, tonsillectomy and iud expelled. Previously administered products included for an unreported indication: implanon, mirena, pitocin and ciprofloxacin. Concurrent conditions included abdominal pain, left lower quadrant pain, right upper quadrant pain, urinary incontinence, primary nocturnal enuresis, stress incontinence, female, migraine without aura, headache, vitamin d deficiency, constipation, dyslipidemia, early satiety, gastroparesis, irritable bowel syndrome, nausea, multiple allergies (morphine sulfate tabs 2. Phenergan tabs 3. Bee sting 4, latex 5. Nuts 6. Mold 7. Trees 8. Weeds) and menometrorrhagia. Concomitant products included sumatriptan for migraine as well as fluticasone propionate (flovent), gabapentin, medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2012, ondansetron hydrochloride (zofron), paracetamol (acetaminophen) since (B)(6) 2012, salbutamol sulfate (proair hfa), sertraline and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)/ menorrhagia (heavy menstrual bleeding),"), depression ("depression") and anxiety ("psychological or psychiatric condition:mental anguish"), 19 days after insertion of essure. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain chronic"), back pain ("back pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia and back pain had resolved and the depression, anxiety and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test, previously hsg reported with result now as per pfs confirmation test was not done. Plaintiff received treatment for events abdominal pain chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, general abnormal bleed and menorrhagia (heavy menstrual bleeding). Plaintiff received treatment for events pain,bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: essure device was successfully occluded. Pathology test - on (B)(6) 2018: a) uterus, hysterectomy with bilateral salpingo-oophorectomy: cervix: - benign cervical tissue without pathologic abnormalities, - no evidence of malignancy, uterus: - benign secretory phase endometrium with multiple benign endometrial polyps leiomyoma - no evidence of malignancy, fallopian tubes: - benign fimbriated fallopian tubes without pathologic abnormalities, - no evidence of malignancy, ovaries - benign ovaries with cystic follicles and a corpus luteum, - no evidence of malignancy.. Ultrasound abdomen - on (B)(6) 2012: 1 probable nephrolith on the left. Negative for hydronephrosis on either side. 2.distendec gallbladder with probable minimal slurge. No cholelithiasis , wall thickening, or tenderness over the gallbladder to suggest acute cholecystitis.. Ultrasound pelvis - on (B)(6) 2012: low position of the, iud device as described above,. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: anxiety,depression. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: extension of expected date of next report for ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/ pelvic pain/chronic') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos". The patient's medical history included acute cholecystitis, hay fever, dysmenorrhea, unstable angina, cystitis, urgency urination, coughing, asthma, dyslipidemia, henoch-schonlein purpura, iron deficiency, peripheral neuropathy, skin rash, cystocele, fistula, cervical pap smear abnormal, left upper quadrant pain, otitis, anemia, ankle swelling, arthritis, blood in urine, constipation, diarrhea, eye pain, foot pain, hypertension, pain in extremity, numbness, sore throat, paresthesia, ovarian cyst, tonsillectomy and iud expelled. Previously administered products included for an unreported indication: implanon, mirena, pitocin and ciprofloxacin. Concurrent conditions included abdominal pain, left lower quadrant pain, right upper quadrant pain, urinary incontinence, primary nocturnal enuresis, stress incontinence, female, migraine without aura, headache, vitamin d deficiency, constipation, dyslipidemia, early satiety, gastroparesis, irritable bowel syndrome, nausea, multiple allergies (morphine sulfate tabs; 2. Phenergan tabs; 3. Bee sting; 4, latex; 5. Nuts; 6. Mold; 7. Trees; 8. Weeds) and menometrorrhagia. Concomitant products included sumatriptan for migraine as well as fluticasone propionate (flovent), gabapentin, medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2012, ondansetron hydrochloride (zofron), paracetamol (acetaminophen) since (B)(6) 2012, salbutamol sulfate (proair hfa), sertraline and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)/ menorrhagia (heavy menstrual bleeding),"), depression ("depression") and anxiety ("psychological or psychiatric condition:mental anguish"), 19 days after insertion of essure. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain chronic"), back pain ("back pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia and back pain had resolved and the depression, anxiety and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test, previously hsg reported with result now as per pfs confirmation test was not done. Plaintiff received treatment for events abdominal pain chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, general abnormal bleed and menorrhagia (heavy menstrual bleeding). Plaintiff received treatment for events pain,bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: essure device was successfully occluded. Pathology test - on (B)(6) 2018: a) uterus, hysterectomy with bilateral salpingo-oophorectomy: cervix: benign cervical tissue without pathologic abnormalities, no evidence of malignancy, uterus: benign secretory phase endometrium with multiple benign endometrial polyps leiomyoma. No evidence of malignancy, fallopian tubes: benign fimbriated fallopian tubes without pathologic abnormalities, no evidence of malignancy, ovaries benign ovaries with cystic follicles and a corpus luteum, no evidence of malignancy. Ultrasound abdomen - on (B)(6) 2012: 1 probable nephrolith on the left. Negative for hydronephrosis on either side. 2.distendec gallbladder with probable minimal slurge. No cholelithiasis , wall thickening, or tenderness over the gallbladder to suggest acute cholecystitis. Ultrasound pelvis - on (B)(6) 2012: low position of the, iud device as described above,. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: anxiety,depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/ pelvic pain/chronic') and genital haemorrhage ('general abnormal bleed') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute cholecystitis, hay fever, dysmenorrhea, unstable angina, cystitis, urgency urination, coughing, asthma, dyslipidemia, henoch-schonlein purpura, iron deficiency, peripheral neuropathy, skin rash, cystocele, fistula, cervical pap smear abnormal, left upper quadrant pain, otitis, anemia, ankle swelling, arthritis, blood in urine, constipation, diarrhea, eye pain, foot pain, hypertension, pain in extremity, numbness, sore throat, paresthesia, ovarian cyst, tonsillectomy and iud expelled. Previously administered products included for an unreported indication: implanon, mirena, pitocin and ciprofloxacin. Concurrent conditions included abdominal pain, left lower quadrant pain, right upper quadrant pain, urinary incontinence, primary nocturnal enuresis, stress incontinence, female, migraine without aura, headache, vitamin d deficiency, constipation, dyslipidemia, early satiety, gastroparesis, irritable bowel syndrome, nausea and multiple allergies (morphine sulfate tabs, phenergan tabs, bee sting latex, nuts, mold, trees, weeds). Concomitant products included sumatriptan for migraine as well as astragalus propinquus root; avena sativa seed;camellia sinensis leaf;centella asiatica leaf; crataegus monogyna flowering top;cynara cardunculus leaf;echinacea purpurea flowering top;eleutherococcus senticosus root;gentiana lutea root;ginkgo biloba leaf; rehmannia glutinosa rhizome;urtica dioica leaf;vitis vinifera seed;withania somnifera root; zingiber officinale root (multivital), fluticasone propionate (flovent), gabapentin, medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2012, ondansetron hydrochloride (zofron), paracetamol (acetaminophen) since (B)(6) 2012, salbutamol sulfate (proair hfa), sertraline and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)/ menorrhagia (heavy menstrual bleeding),"), depression ("depression") and anxiety ("psychological or psychiatric condition: mental anguish"), 19 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia and back pain had resolved and the vaginal haemorrhage, depression, anxiety and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test, previously hsg reported with result now as per pfs confirmation test was not done. Plaintiff received treatment for events abdominal pain chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, general abnormal bleed and menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: essure device was successfully occluded. Ultrasound abdomen - on (B)(6) 2012: 1 probable nephrolith on the left. Negative for hydronephrosis on either side. Distended gallbladder with probable minimal slurge. No cholelithiasis , wall thickening, or tenderness over the gallbladder to suggest acute cholecystitis. Ultrasound pelvis - on (B)(6) 2012: low position of the, iud device as described above. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: anxiety,depression. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received: events per pfs: abdominal pain chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, general abnormal bleed and psych injury were added. Essure explant date was added. Outcome for events abdominal pain chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding) and general abnormal bleed were resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.